Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their meter readings fluctuating. The customer states they ranged from 98mg/dl to 26mg/dl and up to 114mg/dl. The customer was advised that they were using bayer contour link from liberty. The customer was assisted in obtaining contact information for liberty so they could better assist.